Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After examining the device in teneo, it was discovered that the pump firmware remained in a 'pending' state. This situation arises when the prerequisite message from sap experiences a delay or fails to transfer correctly to teneo. Consequently, customers receive an error message indicating that their pump is already up to date. This issue is confirmed. To address this issue, marketing was sent a request to manually update the eligibility in teneo. This has since been completed, and customer was able to update to the latest software version. No further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that several support interactions occurred regarding issues with the minimed mobile app and sensor pairing mobile app (fota update). Sensor pairing and communication. The event involved product(s) mmt-6102,mmt-5120a,mmt-1884. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer needed to be re-paired, which resolved the connectivity issue after following the pairing process. No harm requiring medical intervention was reported. No product replacement or return is required for mmt-6102,mmt-5120a,mmt-1884.